Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test. The displacement test functioning properly. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, scratched case, and cracked battery tube threads.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error during prime. The insulin pump had a crack. The customer goes through a x-ray machine every day for his job. The customer was able to complete the rewind sequence. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.